Event description:
It was reported that the customer received a motor error alarm while priming. Customer's blood glucose was 170 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump powered off properly when the battery was removed. No display anomaly was noted. The insulin pump had a constant motor error alarm during the rewind due to a corroded motor home switch. The insulin pump did not rewind on its own once the motor error alarm was cleared. The insulin pump had minor scratches on the display window, a scratched case and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.